Event description:
Procedure type: low anterior resection. According to the reporter: when trying to transect rectum, the idrive ultra system would not fire. Doctor removed instrument from patient. Tried to open and close the instrument outside the patient. Everything looked ok. Doctor tried again to place the instrument and transect rectum. The instrument would not fire. Doctor replaced the idrive ultra system with a manual handle and same reload. No problem was observed with firing. There was no extension of surgery time by more than 30 minutes. There was no blood loss of more than 500cc. There was no extension of the incision of more than 1 inch. There was no unanticipated or irreversible damage to vascular tissue. Nothing fell into patient cavity. No reinforcement material was used.

Manufacturer narrative:
Tracking number: (B)(4).